Manufacturer narrative:
Radiographic image assessment concluded that lateral fluoro images shows anterior cervical discectomy and fusion (acdf). Sagittal CT shows interbody graft at c4-5 and c5-6. The c4-5 graft appears anterior. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from healthcare provider (hcp) via a manufacturer representative regarding a product used in anterior cervi cal discectomy and fusion (acdf) spinal procedure for herniated disc at levels hwk 4/5/6. It was reported that the cages filled with glassbone bioactive bone substitute/injectable putty, the cages became loose and slipped, and no solid fusion was achieved. Additional surgery was performed, during which the cages were removed and replaced. There were no further complications or symptoms as a result of the event. Additional information was received via manufacturer representative that the patient had to undergo further surgery due to secondary bleeding and the resulting paraplegia. According to the surgeon, this was located in the c5/c6 segment. He determined that there was no connection to the ventrally dislocated cage in the c4/c5 segment. The patient unfortunately died on (B)(6) 2025, from multiple organ failure and sepsis. However, according to the surgeon, this was not related with reported products (cages).

Manufacturer narrative:
G2: country of origin is germany. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.